Event description:
A male pt was positioned feet first, supine and scanned with the quad body coil only with the thighs in the isocenter. After the examination third degree burns of 1cm were observed on the inside of both lower legs.

Manufacturer narrative:
(B)(4). Conclusions: based on the info provided, the burn is a skin to skin burn caused by a rf current loop formation between the lower legs of the pt.